Event description:
It was reported that the patient presented with skin erosion at implanted device pocket site. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead - and replaced it with a leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.